Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting. The cause of the event and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2 and b5. B5: upon follow up it was reported that the patient was treated with vancomycin injection (1gm every 5th) and ceftadizime injection (1gm/ day) for the peritonitis event and has been discharged and is recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.